Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had gotten a new helper and when they touched the device in her back with her "meter" the device would not charge. The patient reported that there was a change to her device programming and she was unable to get up with her new helper. The patient was able to meet up with a person to help her. The patient stated that the programming she was on that was helping was changed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was concerned with her change in therapy. The patient was still in pain level 7-8. They have had it for 5 years now. The patient has an appointment with the rep. The patient also reported that they can charge now. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. Additional review indicated (B)(4) and (B)(4) are not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient¿s implantable neurostimulator recharger (insr) was not functioning well. The patient also stated that their pain was coming back. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patients recharger showed that the implantable neuro stimulator (ins) was full but she had not charged it in 3-4 days. The patient verified with recharger and programmer that the battery showed to be full. The patient had coupling difficulties since she had gained weight since implant on (B)(6) 2014. The patient stated she had stimulation set so that she could not feel the buzzing and her pain was not any more than usually was. The patient said she had pain all the time. Product service specialist (pss) recommended that if the patient felt there was something wrong with the ins she should have the health care professional (hcp) check the implant in the office. No further patient symptoms or complications were reported in this event.